Manufacturer narrative:
The facility returned three used blades for evaluation; they did not identify which blade was involved in this reported incident. Two of the three blades spun freely, one did not spin freely. All of the adapter bodies show significant cracking, consistent with excessive lateral load during use. All of the inner blades show minimal abrasion at the tip, with the exception of the blade that did not spin freely. The likely cause of the shedding is fracturing of the adapter body allowing for misalignment with the inner blade causing friction and resulting in shedding. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy procedure, it was reported that the blade shed while in use. The doctor was able to retrieve the pieces that shed from the blade by suction. A back-up device was available. There were no reported delays, patient injuries or complications.